Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that there was a fem-fem bypass done on an unknown date prior to the intervention. Currently, there is severe aortic neck angulation, the aortic neck is 34 mm in diameter distal to the renal artery, and the distal bifurcation is currently 8 mm in diameter. It appears that the aortic cuff and bifurcated stent graft have migrated distally, the aortic cuff 12 mm below the renal arteries. A recent CT revealed that there was a type iii endoleak, separation between the main body graft and cuff, an occluded right iliac limb, and the left iliac limb was compressed to 8mm in diameter. There was no treatment performed for the distal occlusion on the right iliac. The left iliac occlusion was ballooned at the end of the cuff placement and appeared adequately open per the physician. The physician elected to implant an endurant 28x28x70 aortic cuff between the aneurx bifurcated graft and the aneurx aortic cuff despite anatomical challenges, to resolve the separation. The physician was not treating the occlusion or compression at this time. Femoral access was obtained on the left side. The patient¿s anatomy was very tortuous and even upon placement of a guide wire, the anatomy did not change. It took several attempts to withdraw the delivery system due to tortuosity, but it did get removed. An angiogram was performed and there was a 2 cm overlap distally to the main body and about 5mm overlap proximally to the aneurx cuff. Due to tortuosity issues, the physician elected to not implant a second aortic cuff and will monitor patient. No additional clinical sequelae were reported and the patient is fine.